Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that was cracked on casing and also received a pump error 63 alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. There was a pump error 63 confirmed in pump history with variable (003) due to cold solder joint at u1 keypad assembly. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with faded serial number label. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged.